Event description:
Operating room nurse reports: attempted to "run" blood through cell saver x 2. It seemed to run normally until it was time to empty the bowl. The bowl would not empty because the blood had clotted in the bowl. Tried with two different sets. The purpose of this device is to save the "lost" blood during surgery to return to the patient once procedure complete. The patient did receive additional blood products after leaving the or. However, we cannot say this is a true malfunction given the patient's pre-existing blood antibody issues. Manufacturer response for cellsaver blood processing kit tk2, cardiotomy reservoir el402, tubing bt725, sequestra auto transfusion pack blood processing kit. Manufacturer will be notified via this medwatch. Device is not available for evaluation purposes.